Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05796. The patient had two leads (different models). It was reported the patient was admitted to the hospital due to intense pain at the lead site. The scs system had never been activated or turned on. A CT scan was performed and no anomalies were found. The doctor decided to explant the patient's scs system. The patient was prescribed pain medication and will undergo pain management for long term care.

Manufacturer narrative:
Results: the lead was received incomplete. The cut is consistent with explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.